Event description:
Device issue: none. Adverse event: myocardial infarction, bradycardia. Onset of adverse event: after the procedure. It was reported that on (B) (6) 2010, the pt underwent stenting in the right internal carotid artery with an acculink stent. After the procedure, the pt experienced asymptomatic bradycardia that quickly returned to normal sinus rhythm. The physician discontinued the pt's atenolol and the pt was discharged home on (B) (6) 2010. On the evening of (B) (6) 2010, the pt experienced chest pain, went to the emergency room where she had positive troponin levels, chest pain, and bradycardia. The pt was admitted to the hosp and underwent stenting with two xience stents in the proximal right coronary artery. The pt remains in the hosp at this time. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). The stent remains in the pt. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.